Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies except for procedural damage.

Event description:
It was reported that the patient passed away for an unknown reason. There was no allegation that the death was related to the implantable cardioverter defibrillator (ICD) system.